Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20 x 2.25 mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. Following pre-dilation, a 2.25 x 20 mm synergy¿ drug-eluting stent was advanced and crossed the lesion. However, the guide catheter became stuck and the physician pulled the entire system out. Upon pulling, only the stent delivery system came out. The stent was dislodged in the artery. The physician then advanced another stent to crush the dislodged stent against the artery wall and the procedure was completed. No patient complications were reported and the patient's status was stable.